Manufacturer narrative:
This report is submitted on 11 june 2020.

Event description:
Per the clinic, the patient experienced pain, infection and extrusion of the receiver-stimulator resulting in explant of the device on (B)(6) 2018. The patient was re-implanted with a new device during the same surgery.